Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7077943/7078563.

Event description:
It was reported that patient was suspected for infection. Site and cause of infection was unknown and believed to be not device related. The patient underwent an explant procedure wherein everything was removed and will not be returned. No further information could be obtained despite good faith efforts.